Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 331 and 121 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.